Manufacturer narrative:
Image review: three still images were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. However, evidence suggests that the patient had a previously implanted non-medtronic (corcym perceval) surgical aortic valve of unknown size. The medtronic transcatheter valve was implanted and post dilated. The type and size of the balloon used were unknown. Records state that after the procedure, there was residual paravalvular leak (pvl), moderate aortic insufficiency, and left ventricular hypertrophy but the patient was otherwise asymptomatic. It was reported that two months after the valve implantation, a non-medtronic valve was implanted. Updated: b2, b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for aortic stenosis with a transcatheter aortic valve. Following the valve implant, a pos t-procedural echocardiogram detected a paravalvular leak (pvl), moderate aortic insufficiency, and left ventricular hypertrophy. The patient was otherwise asymptomatic. A non-medtronic 29 mm valve was implanted approximately two months after the transcatheter valve was implanted. Additional information was received that the echocardiogram was performed one month following the valve implant and showed probable severe pvl.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for aortic stenosis with a transcatheter aortic valve. Following the valve implant, a pos t-procedural echocardiogram detected a paravalvular leak, moderate aortic insufficiency, and left ventricular hypertrophy. The patient was otherwise asymptomatic. A non-medtronic 29 mm valve was implanted approximately two months after the transcatheter valve was implanted.

Event description:
It was reported that a patient was treated for aortic stenosis with a transcatheter aortic valve. Following the valve implant, a pos t-procedural echocardiogram detected a paravalvular leak (pvl), moderate aortic insufficiency, and left ventricular hypertrophy. The patient was otherwise asymptomatic. A non-medtronic 29 mm valve was implanted approximately two months after the transcatheter valve was implanted. Additional information was received that the echocardiogram was performed one month following the valve implant and showed probable severe pvl. Additional information was received that a post-implant balloon dilation was performed with a 23mm non-medtronic balloon following the initial valve implant due to under expansion of the valve and the echocardiogram showed severe pvl.

Manufacturer narrative:
Updated: b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.